Event description:
The customer reported a blank display and an alarm during normal use. The customer also stated that she was in the emergency room due to blood glucose levels over 600 mg/dl. The customer stated that she didn't know the screen was blank until she checked her blood glucose levels, and noticed that she was over 600 mg/dl. Troubleshooting was performed, but the issue was not resolved. Advised the customer that the insulin pump would be replaced due to the blank display. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.